Manufacturer narrative:
The beckman coulter field service engineer (fse) found and replaced a defective reagent b wash collar valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported vpa (valproic acid) failed calibration and quality control along with other cartridge chemistry (cc) analytes failed calibration on unicel dxc 600i synchron access clinical chemistry system. When inspecting the cc reagents, the customer observed less than 50 milliliters (ml) unknown fluid leaked and was contained in the black tray over the reagent wheel. The operator wore gloves, a lab coat and goggles while the leak was discovered. No one needed medical attention. No erroneous results were generated. The customer was only performing instrument startup at the time of the event.